Manufacturer narrative:
(B)(4).

Event description:
Two endurant ii cuffs and aptus endoanchors were implanted in patient for endovascular treatment of the type ia endoleak and migration of another manufacturer's device. It was reported that the first cuff was used with endoanchors; however the leak did not resolve. It was noted that this was not due to the anchors or the cuff, but to the anatomy and the way the other manufacturer's existing graft was laying. A second cuff was then implant and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.